Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 172019: (B)(4) items manufactured and released on (B)(6) 2017. Expiration date: 08/18/2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to periprosthetic fracture (slightly spiral) detected 4 days after primary. No trauma reported by the patient and no micro-fracture was detected through per-operative images.